Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: open laparotomy/bowel resection. Event description: rep was not present for the case. Per the rn, "the physician felt the button that activates the voyant was sticky and firing on its own." Additional information was received via email on 22feb2022 from account manager applied medical the device was activating without the surgeon pressing the activation button. There was no issue with the blade lever, it was only the activation button that was sticky. Jaws were not stuck to tissue. The device misfired twice. The case was completed with a new eb240 without issue. There was no patient injury. Product available for return. Type of intervention: the case was completed with a new handpiece. Patient status: no patient injury or illness was reported within the description of the complaint event.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the event unit; however, the complainant¿s experience could not be replicated. There were no anomalies that could have resulted in unintended device activation. Applied medical has reviewed the details surrounding the event and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. The event date has been updated from the initial report to reflect additional information received.

Event description:
Procedure performed: open laparotomy/bowel resection event description: rep was not present for the case. Per the rn, "the physician felt the button that activates the voyant was sticky and firing on its own." Additional information was received via email on 22feb2022 from account manager applied medical. The device was activating without the surgeon pressing the activation button. There was no issue with the blade lever, it was only the activation button that was sticky. Jaws were not stuck to tissue. The device misfired twice. The case was completed with a new eb240 without issue. There was no patient injury. Product available for return. Additional information was received via email on 18may2022, account manager applied medical: it is possible that the date of the event was (B)(6) 2022 and not (B)(6) 2022. Type of intervention: the case was completed with a new handpiece. Patient status: no patient injury or illness was reported within the description of the complaint event.